Event description:
It was reported that the right ventricular (rv) lead capture threshold increased slightly and there was high sensing integrity count (sic). No changes were made at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.